Manufacturer narrative:
Insulin pump passed all functional tests including displacement, and self tests. All audio tones were heard during the self test properly. Adjusted the audio options audio volume 1-5, and each setting functioned properly. No unexpected audio anomaly, absence of audio alarms were noted during testing. No hardware low level failures alarms are found in the formatted history files. The left belt clip rail broke off.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump had beep anomaly. The customer¿s blood glucose level was unknown. The customer stated that silence feature was on still insulin pump get alarm beeping. Troubleshooting was declined by the patient for the beep anomaly. The insulin pump will be returned for the analysis.